Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Broach handles would not attach tightly to broaches.

Manufacturer narrative:
The complaint description states that broach handles would not attach tightly to broaches. The device associated to the complaint were returned for analysis, which was performed by engineering team. The assessment is that this complaint is due to wear and tear. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected product codes and lots combinations. Based on the information received and the investigation performed, the root cause of the incident could be attributed to product wear. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.